Event description:
It was reported, this device was not able to put tension on the cable. Therefore, the surgery time was extended. The patient loss 3000cc of blood in total, which was partly due to the extension of surgery.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.